Event description:
The patient reported that she never received a therapeutic effect from her implantable neurostimulator. She stated that "the device never worked and now it is dead." She expressed a desire to have her device explanted. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).